Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-01571-1. This report is being submitted to relay additional information and device evaluation. DHR review was completed for the subject lot numbers (63886259). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (unable to place implant into osteotomy) or for the reported device (tsvt4b8). As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-01571. Zimmerbiomet complaint number cmp-(B)(4). Weight unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported that during implant surgery, there was a lack in primary stability, therefore implants couldn't be placed. Tooth sites #24-25.